Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Information references the main component of the system. Other relevant device(s) are: product ID: 9733597, lot/serial #: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported¿outside of a procedure that the manufacturer representative stated that there were some anomalies with the electromagnetic localization system power cable and camera arm. No other details were provided. No patient was present outside of a procedure. Additional information was received stating that there was only a chafed cable on the power cord. The electromagnetic localization system was tested and worked as intended. The camera arm droops a little but the site was still able to use the system.